Event description:
It was originally reported that the device was "not firing correctly". When evaluated, the device was found to form straight shots.

Manufacturer narrative:
The complaint is confirmed for straight shots due to a small piece of wire being lodged in the secondary path. This can occure if the user deploys more than the recommended, maximum number of constructs, as specified in the device instructions for use.